Event description:
On (B)(6) 2014, the reporter stated that the safety shield came off the needle during activation of the shield and the tech experienced a needle stick injury. On (B)(6) 2014, at 1020 in the recovery room, a critical care tech stuck himself on her right index finger. The tech received medical attention due to the blood borne pathogen exposure, the insertion site was cleaned. A tetanus shot was administered, baseline labs were drawn and the tech was vaccinated for (B)(6). The source patient's labs were negative.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.